Manufacturer narrative:
Evaluation summary: samples are not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be identified. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during creation of the corneal flap in the left eye, there was no bed cut. The surgeon attempted to lift the flap, but was unsuccessful. The procedure was aborted. Additional information has been requested.